Manufacturer narrative:
Additional review indicated conclusion code is no longer applicable to the event.

Manufacturer narrative:
Analysis of the ins, serial # (B)(4), found that the battery had a reduced capacity due to overdischarge.

Event description:
A patient reported via manufacturer representative that their implantable neurostimulator (ins) battery had become displaced. The patient reported being in an abusive relationship and stated that the issue occurred after they were repetitively beaten. It was noted that the spinal cord stimulation (scs) system hadn't worked since and the ins itself had visibly migrated. After 9 months of no use, the ins became overdischarged. The manufacturer representative performed a power on reset (por) and there wasn't a change. The manufacturer representative stated that they weren't certain if the leads had migrated, but suggested inter-operative testing to the implanting physician. An appointment was scheduled for (B)(6) 2016 to have the device replaced. No patient symptoms were reported. Indications for use are spinal pain and chronic low back pain. The patient's status at the time of this report is "alive, no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.